Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient's ipg was not inoperable.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.